Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed a pinhole 1mm distal of the proximal barker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did confirm the reported balloon rupture as a pinhole was found 1mm distal of the proximal marker band.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation up to the rated pressure, the balloon ruptured. The procedure as completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation up to the rated pressure, the balloon ruptured. The procedure as completed with a non-bsc device. No patient complications were reported.